Event description:
Physical therapy was having issues getting a patient chair check to sense while the patient was sitting in the chair. During troubleshooting, the chair pad was placed on top of waffle cushion and the pad still was not sensing her weight and remained in standby mode. Rn (registered nurse) tested with a new chair pad, same posey alarm, and the new chair pad worked fine. Typically, staff places posey chair pad in seat of char with static air seat cushion (used for pressure injury reduction) on top. Manufacturer response for chair sensor pad, chair sensor pad with extended cord (per site reporter). Equipment failure reported to representative. Posey has issued RMA# for the return of product #(s) posey 8309el chair sensor pad with extended cord. This is in response to your request to return product for inspection. Fedex tracking sent out.